Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the footplate of the crani-a attachment device broke down. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the tip was drilled and broken off. It was determined that this condition was a failure to follow the directions for use (dfu). When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device was started, the burr device drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that there was an unspecifed delay in the surgical procedure. There was patient involvement. The patient was not injured during the procedure; and fragments of the device did not fall into the patient. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The incorrect serial number (B)(4) was entered into the initial medwatch report. The correct serial number (B)(4) has been entered into this medwatch report. The date of manufacture (dom) was reported as unknown in the initial medwatch report. It has been updated as may 8, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.